Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During troubleshooting, the user was instructed to press the power switch, and it was confirmed, the power indicator was illuminated. The user indicated that the image on the screen was black and was instructed to depress the display button. Subsequently, the user indicated that none of the option buttons illuminated. During evaluation of the returned device, it was observed, the right back corner of the bezel had a chip and crack, and the reported issue regarding ¿not getting image¿ was confirmed due to a faulty board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for a diagnostic procedure, the high-definition lcd monitor could not turn on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because an internal circuit board (bi board) was faulty. The exact failure in the printed-circuit board was unknown. The investigation did not establish the root cause of the problem. Olympus will continue to monitor field performance for this device.